Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. If any additional information is subsequently received it would be process and considered accordingly. Concomitant products: 6944-65 implantable tachy lead implanted: (B)(6) 2012, 457453 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture¿s database indicated the patient died approximately 2 weeks post implant of the ICD system. A cause of death was reported by the funeral home as cardiac arrest due to ventricular fibrillation due to a history of ventricular fibrillation and that the ICD implant surgery was related to the death. However, additional follow up information from the implant physician failed to indicate any relation between the surgery and the patient's death.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.